Manufacturer narrative:
The received device had the cannula assembly deployed. Corrosion was observed on the pcb assembly, the bottom battery, chassis assembly, and reservoir. During investigation, data generated an 0xd7 hazard code indicating a power on reset was detected. The root cause of the alarm could not be conclusively determined. Due to the presence of the corrosion, a leak test was performed. A leak was observed on the exposed portion of the soft cannula. The timing and cause of the observed external cannula damage could not be conclusively determined. No damages or defects were observed on the unexposed portion of the soft cannula so the source of the corrosion could also not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 440 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod and pen correction.